Manufacturer narrative:
The initial regulatory report was submitted under retrospective summary report e2017032. Unique complaint identification number: (B)(4), one (B)(4) power supply was returned to medtronic for further analysis. An external visual inspection of the returned power supply shows no anomalies. The power supply was attached to the failure investigation (f.I) test ventilator and the ventilator circuit breaker tripped immediately. However, the unit did power up from the bps (battery supply). The fault was isolated to field effect transistors (fet) q1 and q2 ,thermistor rt1, metal oxide varistors vr1 and vr3 all short circuit on printed circuit board assembly. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator alarmed alternate current (ac) power loss, connect the ac power the ventilator breaker separate. There was no patient involvement.